Manufacturer narrative:
Method: actual device was evaluated. Results: the eval included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). The set that was used with this pump when the event occurred could have contributed but, was not returned for eval. Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification.

Event description:
Customer stated; pump continued to pump air after food was gone. No further info was provided.